Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient had loss of therapy for about three months. Upon device interrogation, it was observed that the stimulation was off. Patient had high amplitude use of the device for about ten months. The device was explanted, and a new device was implanted to resolve the issue. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.